Event description:
It was reported to boston scientific corporation on march 13, 2009, that a stonetome stone removal device was used during an est (endoscopic sphincterotomy) procedure performed in 2009. According to the complainant, during the procedure current would not pass through the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by the manufacturer. However, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.